Manufacturer narrative:
Device labeling clearly indicates product expiration date and should be checked prior to surgical use. Unless the package is damaged, opened, stored or handled improperly, it would be reasonable to conclude that the contents will remain sterile and the product would be safe for use up to 60 days beyond the labeled "use by" date.

Event description:
Device was used in surgery on (B)(6) 2013. During the billing process it was noted that the expiration date was on april 2013.